Manufacturer narrative:
Submit date: 09/08/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an electrode. The customer reports at cardio version with the electrode there was a spark and the patient had a burn. The electrodes were firmly adhered to the patient skin. The application area was partially shaved prior to application of the electrodes. The patient was not sweaty and there was no other conductive material between the electrode pads. The electrodes had been on the patient about 2 minutes until first cardio version, a total of 4-5 minutes. The patient cardio version was 2 times. The spark occurred during the second shock. The spark was in the middle of the pad under the foam. This was in use with a philips heartstart mrx. There were 2 cardio versions done with the electrode. There were three total, the last one with a pad from another manufacturer. The grade/degree of burn was less than 1. The burn was treated with cooling. The patient status is fine and will be discharged.